Event description:
It was reported that a device would not alarm for upstream occlusions. It was also reported that there was no pt injury.

Manufacturer narrative:
MFR ref no: (B)(4). The device was received and evaluated by baxter. Incoming engineer testing confirmed customers complaint per testing performed on pump. A set was loaded into the pumping channel and the unit was set to deliver at a rate of 100 with a vtbi of 13.3. The tubing was occluded approximately 12 inches above the unit and the run button was pressed. The unit was set up to display the upstream sensor adc value on the pump and observing the upstream sensors adc values it was noticed that the values did not respond to the upstream occlusion and also they were at 4027 for the upper sensor reading and 3979 for the lower sensor readings. The unit ran without going into any upstream occlusion alarms. Internal eval of the unit found a tear in the rf absorber on the processor pcb, removal of the rf absorber found fb2 broken off. Unit was possibly dropped which would have caused the fb2 to be broken off. Fb2 is used for the analog ground which is used in the upstream sensor circuit; with it broken off the ground in now floating causing the higher upstream sensor adc values and can cause the upstream signals to be incorrect. The processor pcb was replaced.